Event description:
It was reported that the pump battery was unresponsive. There was no information provided regarding the impact on the customer's blood glucose level. Despite multiple reminders from the distributor, the pump was not returned for further inspection, and no additional details about corrective actions or outcomes were provided.